Event description:
The patient was referred to interventional radiology for evaluation of a suspected malfunction of a port catheter. The patient was placed on the fluoro table and it was evident that there was a fracture of the catheter. We obtained a chest x-ray for confirmation of the catheter position. My (radiologist) review of this image shows that there is a fracture of the catheter at the junction of the clavicle and the first rib. The 9 cm distal catheter fragment is in a right lower lobe pulmonary artery. The patient appeared to have some knowledge of the catheter fracture before the procedure was completed. The patient was receiving chemo through the port at another facility. We have no knowledge of for how long the port was in use for.